Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 393.100-us, lot: l130518, manufacturing site: hagendorf, supplier: n/a, release to warehouse date: 25 november 2016, expiration date: n/a . A manufacturing record evaluation was performed for the finished article lot and a non-conformance was identified. Visual inspection: the complaint device insertion guide (part no- 393.10, lot no-l130518) was returned to customer quality (cq) west chester for investigation. Upon visual inspection, the handle tip was deformed and bent. The device had scratch marks all over its surface. No other issues were identified on the part. Service & repair evaluation: the customer reported that the universal chuck with t-handle was broken. The repair technician reported the tip of the handle is broken and bent making the device inoperable. The cause of the issue is unknown. The reason for repair is bent condition of the part. The part could not be repaired according to the inspection sheet due to the lack of component needed for repair. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture, the current and manufactured version of drawings were reviewed. Universal chuck with t-handle. Dimensional inspection: dimensional inspection was not performed as this was identified as a post manufacturing damage. Complaint confirmed: yes, the complaint condition can be confirmed based on the available information. Investigation conclusion: the universal handle with chuck was damaged and bent, also had scratch marks. Hence the complaint would be confirmed on the part. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the universal chuck, screwdriver shaft, hammer guide, stardrive screwdriver shaft, cannulated hexagonal screwdriver, threaded rod and universal chuck with t-handle are found broken during the inspection outside the surgery. Patient involvement is unknown. This complaint involves seven (7) devices. This report is for (1) universal chuck with t-handle. This report is 2 of 8 for (B)(4).